Manufacturer narrative:
Product event summary: the device is returned for analysis. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement, unexpected rapid battery depletion is present. Analysis of the device memory indicated charge circuit timeout.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) encountered a high-voltage problem when it triggered a charge circuit time-out, along with premature battery depletion. The device has been extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis confirmed the depleted battery. When the device was powered with an external supply, the system current drain (cd) was nominal throughout the analysis. The device was fully functional, no battery depletion mechanism was observed, and no hybrid anomalies were found. The battery impedance measured 3.69¿ at 1 khz/1 vac. Battery analysis found a lithium (li) -plating breach along the top edge of the anode separator enclosure adjacent to exposed cathode material and the cathode tab. Plated-li extended from the breach opening and touched the cathode tab. Based on this analysis, battery depletion was the result of an internal short from the li-plating breaching the anode separator and subsequently contacting the cathode tab adjacent to the anode separator breach. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.